Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited b30(scope communication error) error, during bronch procedure which had a less than 30 minutes delay, completed with an back up device. There were no reports of patient harm.